Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s dad reported via phone call that the insulin pump act button hard to press, insulin pump not alerting when priming was complete even though they see normal drip, also insulin pump did not register new reservoir sometimes. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined troubleshooting. The insulin pump will not be returned for analysis.